Event description:
It was reported that during a ptca procedure, a stent dislodgement occurred. The lesion being treated was located in the heavily calcified right coronary artery (rca). While placing the stent, the physician attempted to adjust the positioning of the liberte' stent delivery system (sds), when the stent came off the delivery device. The sds was removed and a 4.0 balloon was used to deploy the dislodged stent distal to the target lesion. The procedure was successfully completed with a 4.0x20mm liberte. There were no reported pt complications. Pt status listed as "ok".

Manufacturer narrative:
The delivery device was disposed and the stent remained in the pt. The cause of the difficulties stated in the complaint could not be determined. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined. The root cause of the event could not be determined.